Event description:
It was reported that a patient underwent an initial left knee replacement procedure. The patient has been experiencing a loud clicking noise in the knee. Recommended treatment is quadriceps strengthening exercise.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed with available information. Device history record (DHR) was reviewed and no discrepancies were found. The x-rays were reviewed and revealed that the positioning of the meniscal bearing and tibial tray could be responsible for the ¿clicking noise¿ experienced by the patient. The definite root cause of the ¿clicking noise¿ experienced by the patient cannot be determined from the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00096, 3002806535-2019-00098. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee replacement procedure. The patient has been experiencing a loud clicking noise in the knee. Recommended treatment is quadriceps strengthening exercise.